Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. After inserting the steerable guide catheter (sgc) into the left atrium and removing the dilator, something was found to be attached to the tip of the sgc. Aspiration was attempted with a syringe, but it could not be retrieved. After reinserting the guidewire into the pulmonary vein (pv), the sgc was removed and something was found to be attached to the tip. The doctor determined that this was likely septal tissue. The sgc was replaced, and the procedure was then completed without incident. The mr was reduced to grade 1-2 with 1 clip implanted.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. Perforation is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.